Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient accidentally dropped the system controller causing a driveline tug. Mild erythema and drainage was observed at the driveline exit site. Oral antibiotics were prescribed prophylactically. The event reportedly resolved on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.